Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level in the 200's (mg/dl) with moderate ketones. However, the exact bg level was not provided. The user addressed bg level with a bolus via the pump. During troubleshooting with tandem's technical support, it was determined that there was an air bubble in the luer lock. Recommendation was made for the user to prime the tubing until air is removed.